Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination found damages consistent with procedural damage. Electrical tests did not find any indication or conductor fractures but found shorts between the conductor¿s paths due to the procedural damage found on the insulation. All damage found is consistent with procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.